Manufacturer narrative:
H10: lot numbers were provided for all four devices, and lot history reviews were performed. Of the four reported malfunctions, two devices were returned for evaluation. One of the returned devices was evaluated and confirmed for catheter split. The sample was patent to infusion; however, leaking was observed at the crack site. The investigation of the other returned device is inconclusive for the alleged leak as the sample introducer needle element from the kit was freely patent to infusion and aspiration and no leaks were observed. A root cause has not been determined. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model 8806061 port and catheter allegedly experienced a fluid leak. These reports were received from various sources. Of the four fluid leaks, one did not involve a patient, and three involved patients with no reported patient injury. One patient was seventy-four years old. No other patient age, weight, or gender were provided.

Manufacturer narrative:
H10: of the four malfunctions, three devices have been returned for evaluation and one device is not expected to be returned. The company is still investigating the issue at this time. The device is labeled for single use. H10: g4 h11: h6(patient, method) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunction events. A review of the events indicated that model 8806061 port and catheter allegedly experienced a fluid leak. These reports were received from various sources. Of the four events, one did not involve a patient, and three involved patients with no reported patient injury. One patient was seventy-four years old. No other patient age, weight, or gender were provided.

Manufacturer narrative:
Three of the four events had no samples returned for evaluation. One of the samples for one event is expected to be returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes four malfunction events. A review of the events indicated that model 8806061 port and catheter allegedly experienced a fluid leak. These reports were received from various sources. Of the four events, one did not involve a patient, and three involved patients with no reported patient injury. One patient was (B)(6) years old. No other patient age, weight, or gender were provided.